Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No audio beep/constant tone alarm was noted. The pump had cracked display window and cracked display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display and audio beep anomaly from the insulin pump. The customer's blood glucose reading was 8.3 mmol/l. The customer stated that the pump completely turned off while she used it. The customer changed the battery and did not see any alarm. The customer stated that the pump gave a constant tone and there was no blank display on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.